Manufacturer narrative:
Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, channel 1 of the device displayed e301 (audio alarm failure) with no audible alarm tone. Prior to testing the device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reporteddelays of critical therapies while the device was in clinical use. No additional information was provided.